Manufacturer narrative:
Correction: section a date of birth should have been (B)(6) 1976 instead of (B)(6) 2021 in the initial report. This correction is reflected in this additional report 1.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's supraorbital lead was visibly separated in half. Ineffective therapy due to high impedances were noted. As a result, the patient underwent surgical intervention during which the lead was explanted and replaced. Effective therapy was established post-operatively.